Event description:
It was reported that the patient was not able to send his transmission using the m-link adapter. Further troubleshooting was to occur to pinpoint the phase where the transmission was failing. Disposition of the m-link adapter is unclear at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.